Manufacturer narrative:
Updated fields: b4, g1-contact person-mfg site, g3, g6, h2, h3, h6- type of investigation, investigation findings code, investigation conclusion code, component code, h11. The getinge field service engineer (fse) replaced the video generator board kit. All functional and safety test was performed.

Event description:
N/a.

Event description:
It was reported that during a routine check performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has poor touch panel sensitivity. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a